Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter split in half after they fired it.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The base of the aortic cutter was observed to be split in half. The needle was observed to be in a fully deployed state. The needle was observed to be bent, but unable to determine when the needle was bent. No other visual defects were observed. Per mcv00029739 the extension of the blade was measured at 0.4040¿¿ which is within the specification. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.514¿¿, the spring outer diameter was measured at 0.4514¿¿ and the diameter of the spring wire was measured at 0.4525¿¿. The diameter of the spring wire was measured at 0.035". All the measured dimensions were within the specifications per mcv00029571. There were no non-conformities observed with the spring based on the returned condition of the device, the reported failure "break" was confirmed as well as the analyzed failure "bent needle" . The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25160331 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter split in half after they fired it. Same device was used to complete the procedure. No harm to patient.

Manufacturer narrative:
Trackwise #(B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3-if other provide code -explain- device returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).